Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received with the jaws closed and the blade was not fully retracted. The reload came attached to a powered adapter. The reload was fully fired. The knife bar was at the 4cm cut line. The firing rod was disengaged from the knife bar laminates. R<(>&<)>d looked at the adapter and was unable to determine why the firing rod disengaged. The reload was able to be removed from the adapter with the jaws closed. The knife bar was able to be pushed back to its home position by hand. The jaws then opened. The knife bar laminates were viewed and one side had at least two laminates that were bent towards the proximal end of the reload. The device was attached to a test handle and could fire through the interlock. The device was disassembled and examined. The laminates were bent outward and holding down the lock legs. This evidence is indicative of a firing in over indicated tissue thickness. During an over indicated firing the knife laminate(s) can become bent due to stress from the excessive load between the jaws. Upon retraction the bent laminate will scrape along the inside of the channel adapter leaving behind score marks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all qu ality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument r eturn knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary. Additionally, the investigation detected a unreported condition of bent knife bar laminates that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a video-assisted thoracic surgery (vats) lobectomy, while attempting to replace the reload during lung resection, the jaws of the reload were closed and tried to be unloaded however, the light blue lever could not be moved. It was stated that the reload was positioned neutrally, the jaws were closed and bent, and the adapter was reinserted, but reload still could not be unloaded. Force reset was performed, then the device did not operate. The adapter was removed and the manual retraction tool was used, but jaws of the reload remained closed. Another device was used to complete the case. There was no patient injury.